Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The returned torque handle featured little superficial wear on its surface. The handle was mechanically tested. Device was not within required specifications. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause of the torque handle exerting more torque than intended cannot be determined from the sample and the information provided. A potential root cause cannot be determined using the available information, though wear and tear over many uses and maintenance issues may be significant contributing factors. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4).

Manufacturer narrative:
Product complaint#: (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was using the torque driver to final tighten the skyline construct, and the torque limiting feature did not work or engage, leading to the driver being stripped. Case was completed by adjusting the skyline locking mechanisms into the safe zone without torquing the driver handle.